Manufacturer narrative:
Patient history: previous stent implanted in the left main. An ivus was used to investigate lm, lad and 1st diag which showed severe calcification and 70% stenosis. During ivus investigation the physician felt resistance whilst pulling the ivus catheter back, it was reported that it would catch on something, release and jump back. The resolute onyx stent was removed from it's packaging as per IFU and inspected prior to use with no abnormalities identified. No difficulties noted when removing the protective sheath, no issues on inspection. First an integrity stent was successfully placed in the 1st diag. The resolute onyx drug-eluting stent would not cross. No excessive force was used. In removing the resolute onyx the stent dislodged and came off the balloon completely. Physician tried to retrieve the resolute onyx drug- eluting stent with a microsnare which grabbed the proximal part of stent. When the pulling the stent back the stent bent with quite a severe angle and it could not be pulled back in to the guide. At this point the patient was fully anti coagulated to prevent stent thrombosis. Physician wired both the diag and the lad. Two euphora balloons were inflated in the diag and prox lad to do ¿kissing crush¿ of the dislodged stent. A non medtronic balloon was inflated in the prox lad. A resolute integrity drug eluting stent was deployed into the proximal lad to crush the dislodged stent against the wall. An nc euphora balloon was used to post dilate. The end of the dislodged stent remained floating free across the ostium of the lad and into the diag. Physician decided surgery was the best option at this stage. Patient received CABG with lima graft. Cine image review: the returned images show evidence of narrowing at the bifurcation of the lad and the 1st diagonal vessel. The images show pre-dilation of the vessel being performed. The images confirmed the stent dislodgement, the images also shows attempts being made to retrieve the stent. The image shows the stent becoming deformed during the attempt to retrieve it. The images show the two poba devices being used to attempt to perform kissing crush of the dislodged stent. The images also show another poba device being used to further crush the dislodged stent. Images show a stent being positioned in the vessel to crush the dislodged stent against the vessel wall. The images show the stent deployed in the vessel with the dislodged stent crushed against the vessel wall.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a lad lesion. The device was removed from it packaging as per IFU and inspected prior to use with no abnormalities identified. No difficulties noted when removing the protective sheath, no issues on inspection. Lesion was pre-dilated. The physician was attempting to treat a bifurcation lesion in the lad/diagonal using kissing stents. A stent (brand and size unknown) was placed in the diagonal but was not inflated. An attempt was made with a resolute onyx drug eluting stent but resistance was encountered and the stent dislodged from the balloon. The device did not pass through a previously deployed stent. It was reported that a micro-snare was unsuccessful in capturing the stent so the resolute onyx was then crushed up against the vessel wall. The physician had initially attempted to use a resolute integrity drug eluting stent which was advanced towards the lad lesion but could not reach it. The patient was sent for single vessel bypass the next day. The patient is reported to be ok, no other patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.